Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record/batch record review, product history trending, problem code trending and system hazard use misuse analysis. The DHR (device history record)/batch record review could not be performed as there was no lot number provided. Product history trending was not performed. (B)(4). The shuma (system hazard use misuse analysis) has been assessed as broadly acceptable. The lot number was not available for retain evaluation. This event is attributed to user error for not following the cidex opa solution instructions for use (IFU).

Manufacturer narrative:
(B)(4). The labeling of the cidex opa is specific for bladder cancer patients. Contraindications cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies. Related medwatch reports: 2084725-2013-00461; 084725-2013-00462; and 084725-2013-00463.

Event description:
A journal article published by annals of allergy, asthma and immunology, 2012, indicates a patient had 3 allergic reactions possibly to cidex opa. Cidex opa was being used by the urologist at that time of the event. A patient had a third episode following cystoscopy (no antibiotics were given, no prostate biopsy was performed). The patient became symptomatic during the procedure with noted respiratory difficulty. He was transported by ambulance to the medical center where he had hypotension, tachypnea and a generalized red rash. Treatment involved epinephrine 1:1000, IV steroids, antihistamines, respiratory support, cardiac monitoring and a myocardial infarction was ruled out. Allergy consultation was sought on discharge with presumptive allergy to lidocaine lubricant, prophylactic antibiotics or latex. Negative local anesthetic testing was found by spt and ID for lidocaine, lidocaine paraben-free and bupivacaine. Spt for latex was negative (latex glove and specific ige). Im challenge of lidocaine 1% was given with no adverse reaction. Drug allergy testing to prophylactic antibiotics was not performed based on the outcomes with change in antibiotics/absence of antibiotics. Spt to cidex opa (ortho-phthaldehyde), histamine and saline were performed with a large reaction to the cidex opa (wheal 60mm, erythema 65 mm). The procedures were performed in the doctors office; the patient was being monitored for bladder cancer. The current status of the patient is "he is doing well". This is 3 of 3 reports of allergic reactions. Event date: (B)(6) 2012.